Event description:
Pt repeated they had an intercept procedure (where they use radiofrequency on different nerve endings) in (B)(6) and within 9 days of that procedure, they experience severe spasms/nerve impulses when they woke up from a nap and had to have someone come give them meds since they were bent over in pain. Pt said they called hcp the next day and saw a rep that week who said everything looked fine with the device. Pt said their hcp had pt try physical therapy and pt just had their last physical therapy session today, but the last week they had two things happen. First, they again woke up with a much sharper nerve impulse (pt said they weren't keeling over in pain this time but their leg was weaker from the experience), and then 2 days later when they woke up, they switched programs on their controller to the one they use while walking and the setting was at a much higher intensity than before. Pt asked what to do next. Patient called back and mentioned previous information in this case. Patient had an intracept procedure and within 9 days patient had overwhelming painful spasms. A week later patient had spasms that weren't as overwhelming but was still sufficient the past few weeks. Intensity plummets without the patient doing anything. Patient had 3 different programs. Patient would wake up and it would switch to group b. Issue didn't just happen when they slept. Intensity decreased from 6.4 to .1 without them doing anything. Patient had a 'tech' check the device but couldn't find anything wrong. Agent redirected patient to their hcp and patient was escalated. Agent reviewed escalation process. Patient stated they have bad spasm where his thigh turn hard like a desktop and the intensity level changes on its own, without him changing the intensity. Patient stated the intensity plummets without him doing anything. Patient stated he with rep end of july for programming. Patient stated he uses group c, p1 during the day. Patient mentioned they charge the ins every two and half to three days. Controller is 90% and ins 90% charged and on group c, p1 and adaptive stim active and on. Agent reviewed meaning of adaptive stim. Patient stated he was not sure if he wanted to turn adaptive stim off or leave it on. Patient stated the intensity did not change on group c or a. Agent reviewed device function. Agent reviewed the controller is functioning as intended. Agent recommend patient consult with hcp ofc for next steps. Agent reopened the case to add hcp name and sent email to local reps. Patient stated the supervisor they spoke to stated they would email to local reps as their issue requires them to be seen by a medtronic rep, but patient stated they never received a call. Patient stated they see reps. Patient then repeated their implant is still acting up, where the stimulation went down to 0.0 intensity. Patient stated the program went down to 0.0 then would bounce back up to 6.6. Patient stated the stimulation for another program went down to 0.1, and that they saw the stimulation was at .1 despite trying to increase at least three times. Patient repeated how they felt a tap like a nerve impulse as they have had emt's before, but then it became an overpowering spasms. 9 days later they had an intercept procedure from their doctor, and then a week later it happened yet again with a much sharper pain. Patient stated the reps had checked the patients leads, but not the programming. Patient s tated they attempted to contact their doctor about the spasms, but they said they were unsure what would have caused it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Reason for call is pt stated their implant went crazy. Pt stated on (B)(6) they had intercept procedure for their nerves and things went well post operation. Pt stated on (B)(6), later said on the (B)(6) 2024, they woke up and felt something like a tap on their leg like a nerve impulse and then he went through a spasm that is similar to what he used to go through before he got the implant. Pt stated he had to take medications. Pt stated soon after they got the spasm, they controller went into MRI mode and turned off the stimulation on its own. Pt stated they exited MRI mode and turned stim back on. Pt stated they met with their hcp stewart huff who said the procedure should have nothing to do with what pt went through. Pt stated they called rep who put them in touch with another rep who they saw in person on (B)(6) 2024 and they checked the implant and stated they did not find anything wrong with the implant. Pt wanted to answers to what happened. Pt reviewed they use a bipack machine prescribed by their dentist because they have low calcium level to help them breathe at night and it emits really high emf (pt sai d in the 100s). Agent reviewed possible interference between emi and implant/stimulation. Pt noted similarities between labeling and what they experienced such as the jolting sensation. Agent redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.